Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient was complaining about leg giving out. X-ray showed a very worn poly laterally. When the poly was removed there was also wear on the tibial baseplate. A removal of all implants except patella occurred. A stemmed attune revision tibia and femur construct was implanted. There was some wear on the tibial baseplate and scratches on the original femur where the poly laterally had worn through. The sigma patella was retained. Doi: (B)(6) 2010. Dor: (B)(6), 2026. Affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> it was reported that patient was complaining about leg giving out. X ray showed a very worn poly laterally. When the poly removed there was also wear on the tibial baseplate. A removal of all implants except patella occurred. Cement manufacturer was depuy synthes. A stemmed attune revision tibia and femur construct was implanted. There was some wear on the tibial baseplate and scratches on the original femur where the poly laterally had worn through. The sigma patella # 96-0110/ lot 3096729 was retained. The product was not returned to depuy synthes, however photos were provided for review. See attachment "(B)(4)". The photographs attached were reviewed, however they do not represent the reported complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d10 concomitant. Corrected: d3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that there was no allegation against the femoral component. They had to work to get that femur off and it was just scratched from the metal of the tibia.